Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a power on reset (por) had occurred. It was noted that the patient was unable to adjust stimulation and had overstimulation. The patient programmer would not link until the por was cleared which was expected, but the patient reported that the stimulation was on and very strong and unable to lower or turn it off until the por was cleared. The por was successfully cleared when the device was interrogated with the clinician programmer and the patient was able to turn on the stimulation. It was confirmed that the patient programmer and recharger were functioning once the por was cleared and the product issue was resolved.